Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared an unspecified alarm. Contact reported customer experienced elevated blood glucose (bg) levels between 340-400 (mg/dl). Troubleshooting was unable to be performed with tandem technical support as no additional information regarding this event was provided.